Manufacturer narrative:
Device was discarded, therefore no physical investigation is possible. By reviewing the similar incident and complaint, the root cause could potentially be due to exerting too much force during use. The device was manufactured in 2012.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): as reported: during a laparoscopic appendicectomy a diathermy tip (26775uf) broke away whilst inside the patient. The incident happened on thursday (15/04). The consultant took the following steps to find the missing tip but was unsuccessful. As it stands the location of the tip is still unknown. Checked pelvic area, checked ports and drapes, checked floor, x - ray was called to theatres however the tip wasn't found, wash out of the abdomen. After the procedure the patient was informed of the incident. Remaining part of device disposed of in sharps bin"